Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra resilia valve in the aortic valve via transfemoral approach, delivery system balloon ruptured as valve was fully deployed. Unable to retract balloon into the sheath as the delivery system got caught in the tip of the sheath as the team tried to retract the ruptured balloon into the sheath. Vascular cut down was performed and repair the lcfa/leia. Upon removal, the tip of the esheath split was noted.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-11004. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes, impact code, investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: device imagery of the associated commander delivery system showed longitudinal and radial inflation balloon burst with balloon material folded over distal nose cone. 3mensio imagery showed calcification in the patient's vasculature in the region where withdrawal of the delivery system into the sheath occurs. This event reports a sheath distal tip split observed after removal of the device that has not result in patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The complaint was unable to be confirmed as no relevant sheath device imagery was returned. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, ''the device got caught in the tip of the sheath as the team tried to retract the ruptured balloon into the sheath. Upon removal, the tip of the esheath split was noted.'' Per imagery review, the associated commander delivery system had a balloon burst and calcification was present in the patient's vasculature. It is likely that the altered balloon profile interacted with the sheath distal tip and caused the tip to 'split' during delivery system withdrawal. It is also possible that the presence of calcification may cause non-coaxial alignment between the devices during withdrawal and further contribute to friction on the distal tip, leading to damage. As such, available information suggests that patient factors (calcification) and/or procedural factors (withdrawal of burst balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.